Event description:
It was reported that the customer had high blood glucose levels (340 mg/dl). Customer does not load insulin at room temperature, and noticed a few bubbles in the tubing. Customer changed the cartridge, infusion set, and insulin to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.